Manufacturer narrative:
A complete lead was returned in one piece. Analysis was completed. External insulation abrasion was found consistent with friction to the device can. No other anomalies were noted.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead was sensing noise. The lead was explanted and replaced without issue. The patient was stable throughout.